Event description:
It was reported that the device had a electrical reset and it was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por for write to locked ram, addr=144b, data=cc, on (B)(6) 2011 13:37:25. Patient alert for device circuit error on (B)(6) 2011 12:37:25.